Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram every seventh day, route not reported) and meropenem (500 milligrams three times a day ¿weekly¿, route not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown and antibiotic therapy remained ongoing. No additional information is available.